Manufacturer narrative:
This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported device breakage; subsequently, bleed back was noted in the tubing. The tubing set was being used to deliver an unspecified medication. The option-lok male adapter of the tubing set was connected to a clave port male adapter plug that was connected to a smartsite device. It was reported at the completion of the medication delivery, while the nurse was disconnecting the option-lok male adapter of the tubing set from the clave port male adapter plug, the option-lok male adapter broke off and remained lodged in the clave port male adapter plug. An unspecified volume of bleed back was noted in the tubing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. It was reported that the nurse flushed the IV access and the IV access site remained patent. No medical interventions were required. Though requested, no additional info was provided.